Event description:
One pt with discrepant free t4 results. Initial result gave 85.6 pmol/l; repeated by another method gave 10.6 pmol/l. If add'l info is rec'd, appropriate notification will be provided.